Event description:
Electrosurgical generator and hand piece used in laparoscopic robotic prostate surgery. In middle of the case the cautery stopped working and the cautery cord melted off with a small flame on the portion that was in the generator. No patient or physician harm. Hand piece and cord in 2 pieces retained; generator sent to hospital biomed department to be checked. Biomed report: both monopolar ports measured and all readings were within specification and no unusual heating occurred. Event suspected to be due to reused cord for handpiece. Electrical surgical unit (esu) returned to use with different cord after biomed check..what was the original intended procedure?robotic prostate surgery.device #1is this a laboratory device or laboratory test?no.